Event description:
It was reported the patient has not recharged the scs system for the past year due to losing the external devices. Subsequently, the charging system was found however, the device was unable to communicate with the ipg. A physician consult may be the next course of action. Follow-up identified surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results code: the complaint for no communication was confirmed. As received the ipg did not communicate with a lab patient programmer. ¿communication error 2501¿ was observed on the lab patient programmer. According to the eon mini ipg dfu review, there is adequate information for preserving the ipg when not in use. The dfu states ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.